Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention may include, but are not limited to, aneurysm enlargement and endoleak. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, aneurysm enlargement from 63 mm to 80 mm was observed. On (B)(6) 2021, a reintervention was performed. No significant endoleak was observed but a possible type ii endoleak from an inferior mesenteric artery was observed by computed tomography angiography. An additional stent graft was preventively implanted to extend the device proximally. Aneurysmorrhaphy was performed. Prior to it, an inferior mesenteric artery and a right lumbar artery were ligated. Then the aneurysm was opened. There was bleeding into the aneurysm and additional lumbar arteries were ligated. A banding at the proximal neck of the trunk-ipsilateral leg was performed. A lumbar artery that through a left internal iliac artery was embolized with a fibrin glue. The patient tolerated the procedure. The physician stated as follows: there was no proximal type I endoleak. The type ii endoleak could be mainly from lumbar arteries. In the future, the left internal iliac artery might be embolized and an additional stent graft might be implanted to extend to the left external iliac artery.